Manufacturer narrative:
Date of report : (B)(6) 2019. Date recv'd by MFR: (B)(6) 2019 the manufacturer's field service engineer confirmed the reported touchscreen issue. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. Touchscreen calibration was completed and returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 12jul2019. Date received by manufacturer: 02jul2019. A touchscreen was return for analysis. During further investigation (fi), failure analysis on the returned touchscreen revealed that the measured resistances are out of specification. The root cause: the ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a touchscreen failure.there was no patient involvement. Event date not specified; estimate used.